Event description:
It was reported that the caller experienced a cgm error 42 with their continuous glucose monitor. The customer's blood glucose level was not adversely impacted. Technical support assisted the caller by providing detailed instructions for resetting the pump. After the reset, the cgm error did not reappear, and the caller successfully started a new sensor session.